Event description:
According to the reporter, the video laryngoscope's screen did not appear even when the power was turned on, but it improved when the battery was replaced. There was no patient harm.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the battery was inspected, and there were no visual irregularities with the battery. A 10 second battery test box (cl-15077) was used to test the battery. The initial voltage was found, which was 3.67 v. A 10 second battery test was conducted. The battery was found to be a bad battery based on this test. The customer¿s battery was tested with the test mcgraths. The battery was tested in both the ao3 test mcgrath (cl-16435) and the ao2 test mcgrath (cl-16058) and the customer¿s complaint was found. The battery did not power on either device. Both the display and the led did not work when the power button was pressed. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.